Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that he replaced the old head motor with the new one received on order (B)(4) and then when the maintenance man used the hand pendant to raise the bed and engage new motor, the control box started smoking. Customer had another control box in stock and put the new one on the bed and used it with the same head motor and the control box started to smoke again.

Manufacturer narrative:
Product was returned for evaluation. The return evaluation documented on the return fields in oracle is defined as: beds, mattresses, rails, junction box, unable to test. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the first junction box housing was in good condition, there were no cracks, deformations, or other damages observed. The product was received with the power cable severed. The pc board was in good condition, but there was a white discoloration mark on the rear section. There were no apparent burn or smoke damages to the circuitry. The output fuses were measured with a multi-meter, and it was observed that fuse 4 was blown. The internal portion of the power cable was in good condition with no damages to the insulation. Each of the connector housings were in good condition with no deformation. The power switch was able to be mechanically actuated. The second junction box housing was in good condition, there were no cracks, deformations, or other damages observed. The product was received with the power cable severed. The pc board was in good condition, but there was a white discoloration mark on the rear section. There were no apparent burn or smoke damages to the circuitry. The output fuses were measured with a multi-meter, and it was observed that fuse 3 and 4 was blown. The internal portion of the power cable was in good condition with no damages to the insulation. Each of the connector housings were in good condition with no deformation. The power switch was able to be mechanically actuated. Functional observation- due to the products being received with the power cables severed, no functional testing was able to be performed for either junction box. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the solo solid state junction boxes of having evidence indicating burn or smoke damage. Complaint of "control box started smoking" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the first junction box housing was in good condition, there were no cracks, deformations, or other damages observed. The product was received with the power cable severed. The pc board was in good condition, but there was a white discoloration mark on the rear section. There were no apparent burn or smoke damages to the circuitry. The output fuses were measured with a multi-meter, and it was observed that fuse 4 was blown. The internal portion of the power cable was in good condition with no damages to the insulation. Each of the connector housings were in good condition with no deformation. The power switch was able to be mechanically actuated. The second junction box housing was in good condition, there were no cracks, deformations, or other damages observed. The product was received with the power cable severed. The pc board was in good condition, but there was a white discoloration mark on the rear section. There were no apparent burn or smoke damages to the circuitry. The output fuses were measured with a multi-meter, and it was observed that fuse 3 and 4 was blown. The internal portion of the power cable was in good condition with no damages to the insulation. Each of the connector housings were in good condition with no deformation. The power switch was able to be mechanically actuated. Functional observation- due to the products being received with the power cables severed, no functional testing was able to be performed for either junction box. Conclusions-utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the solo solid state junction boxes of having evidence indicating burn or smoke damage. Customer states that he replaced the old head motor with the new one received on order (B)(4) and then when the maintenance man used the hand pendant to raise the bed and engage new motor, the control box started smoking. Customer had another control box in stock and put the new one on the bed and used it with the same head motor and the control box started to smoke again.